Event description:
Per the clinic, the patient experienced a skin overgrowth over the abutment. Subsequently, the patient underwent a skin revision surgery (date not reported) in order to trim the overgrown tissue. The patient was also treated with an injectable steroid (date not reported).